Manufacturer narrative:
This device was returned to mmdg for evaluation. During the investigation mmdg was able to confirm that the set was leaking at the filter. The problem is manufacturing related and is being addressed through a scar issued to the manufacturer.

Event description:
The initial reporter stated that the administration set leaked at the filter and that the bag spike had broken. The initial reporter stated that this was found during set up and was never in contact with a patient. [(B)(4)].